Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported event of an issue silencing alarms was unable to be confirmed. A log file was submitted (20240725_080907) and downloaded ((B)(4)) for review that showed overlapping events spanning approximately 12 days (14jul2024 - 25jul2024, 05aug2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 24jul2024 from 10:37:33 ¿ 10:52:55. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 24jul2024 at 10:51:47 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 03oct2023. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a backup battery fault alarm with the yellow wrench on their primary system controller. During the time of the alarm, the patient reported the green arrows were "flashing" and there was an intermittent, fast beep that they were unable to silence. There was never a red alarm, and the green light did not go out. The patient's mother stated that during the episode, both before and after the system controller was exchanged, the patient felt anxious, dizzy, and their legs turned "greyish/almost black", which lasted about 30 minutes total. The patient was admitted for observation. Following review of the submitted log files by tech services (ts), it appeared the reported emergency backup battery (ebb) faults started 24jul at 10:37 and continued through 10:51. The system controller exchange occurred on 24jul at 10:51. The ebb faults appeared to be due to an ebb load test failure. There were no other unusual alarms associated with the ebb faults. The log files for the new controller were submitted and evaluated by ts. It appeared following review by ts that there were routine events post controller exchange and there were no further ebb faults noted. The reason for the lower limb discoloration was not identified when discussed during the patient's hospitalization and their skin color returned to normal. There were no major changes to the patient's home regimen and no interventions during hospitalization. The patient was then discharged home and reported as stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.